Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother was reported via phone call that the customer passed away at home. Because of accidental overdose died customer passed away. The customer's blood glucose was unknown at the time of incident. The date of death was (B)(6) 2022. The customer was using insulin pump at the time of death. Customer was using sensor at the time of incident. Caller not agreed to return insulin pump.